Manufacturer narrative:
This ipg serial number is included in field advisories. Recall: 1627487-07262012-002-r. (B)(4).

Event description:
The patient had a system for off-label use. It was reported the patient's scs system was explanted on (B)(6) 2016 due to ipg being inoperable.